Manufacturer narrative:
The reported event, rubber seal is missing, was duplicated. Based on a review of risk documents, the o-ring (rubber seal) can be damaged and thus fall out of the housing due to damage from fatigue or exposure to cleaning solvents. Device was placed in parts retention.

Event description:
It was reported that rubber seal is missing from system 6 aseptic housing assembly which can cause housing to not close properly and lead to sterility breach. It was found on the service floor at manufacturer facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that rubber seal is missing from system 6 aseptic housing assembly which can cause housing to not close properly and lead to sterility breach. It was found on the service floor at manufacturer facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event